Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous sodium (na) and potassium (k) results for 1 patient sample tested on a cobas 4000 c (311) stand alone system. The erroneous results were not reported outside of the laboratory. The initial na result was 149 mmol/l and the initial k result was 6.83 mmol/l. The sample was repeated twice on the same analyzer and the na results were 142 mmol/l and the k results were 3.76 mmol/l. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The customer had a preventive maintenance visit after the event. Since the preventive maintenance visit the customer has not had any additional issues.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Possible root causes may be related to sampling issues or ise/reference flow problems, however, the investigation could not be completed due to missing information from the customer.